Manufacturer narrative:
This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a no delivery alarm while attempting to administer a bolus. Customer's blood glucose level at the time of the incident was over 200 mg/dl. Customer was reporting a past event. Customer did not troubleshoot during the call. Customer reported that the no delivery alarm was resolved by an infusion set change. No product is expected to be returned.